Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer was receiving no delivery alarms. The customer also stated they were experiencing high blood glucose and had to treat themselves with an insulin pen. Customer stated the no delivery alarms had been recurring for the past week. Customer's blood glucose was 497 mg/dl. The customer had treated their blood glucose with manual injections. Troubleshooting found insulin was able to exit with a fixed prime. Customer was advised they may have a bent cannula or site/set occlusion. No additional information provided.